Event description:
It was reported that the system was displaying a precharge error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The system was tested, found to be working as intended and put back into service.